Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There are a total of nine (9) cases associated with this product; therefore, nine separate 3500a forms have been generated to address the other cases. There were no reports of the pt being harmed as a result of this malfunction. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted.

Event description:
The healthcare professional stated that there was one occurrence where the 40 ml burette was opened for draining; half of the contents drained freely into the end bag and then stopped draining. It was further stated "the staff member then 'wiggled and twisted' the top area of the burette until finally it drained the remainder of the urine into the end drainage bag."